Manufacturer narrative:
B3: 2012. Additional suspect medical device components involved in the event: model #: sc-2108-50m, serial/lot #: (B)(4), description: scs lead kit, phase 2 sterile package, model #: sc-1110, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device evaluation indicated that the lead (B)(4)passed visual, electrical and photographic imaging tests performed. Ipg: the functional tests were performed to ensure the device's functionality. The device exhibits normal device characteristics. Lead (B)(4): visual and x-ray inspections were performed to ensure the device integrity. Impedance measurements were within the normal range. No anomalies were found. Lead (B)(4): as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2108-70m, serial/lot #: (B)(4), description: scs lead kit, phase 2 sterile package. Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient¿s lead was displaying high impedances due to a suspected lead fracture/malfunction. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's scs system gradually lost its efficacy. The ipg was found to be nearly expired, and the lead had a suspected lead fracture. The physician believed that the system was unsalvageable, so the patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s lead was displaying high impedances due to a suspected lead fracture/malfunction. The patient will undergo an explant procedure.